Event description:
It was reported a patient with an implantable pulse generator (ipg) was deceased and the family questioned there was a device malfunction or a significant arrythmia. The exact cause and date of death was not reported.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.